Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the complaint describes two main events and a series of tests, troubleshooting and assumptions. In order to focus on the reliable information for the investigation; the analysis may focus on: - the events which occured on the(B)(6)2020: the failure of the images retrieval and the controller connection failure. - the troubleshooting performed at the first week of october. However: -> nor logs from laptop, neither logs from iq-view were provided for the event date for both pacs issue and controller connection failure. -> only a set of iq-view logs were provided for the troubleshooting attempted in october. -> there are no maintenance reports regarding all pacs troubleshooting. This analysis concluded that the available infomation do not permit to determine the cause for the pacs issue. It is confirmed that an issue of connection indeed occurred but was solved. However, the retrieval of exams is still not possible on this device. Hospital team and field service engineer checked both sides configuration and did not find any issue. During the preventive maintenance, the controller failed to connect multiple times. Multiple loss of connection between the two modules of the device occurred. The deletion of temporary folder content failed once due to a known software anomaly. The connection of controller failed once due to a known software anomaly. The event described in the complaint is confirmed.

Event description:
It was reported that the robot and planning station were not able to query/retrieve from pacs.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the robot and planning station were not able to query/retrieve from pacs.